Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified mid right coronary artery. A 3.00x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion despite of deep engagement of guiding catheter and multiple balloon inflation performed. The device was removed from the patient's body and the stent found to be fractured. The procedure was completed with different device. No patient complications nor serious injury were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: f/g,promus element plus,mr,ous 3.00x20mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found the stent damaged with the proximal struts lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in the severely calcified mid right coronary artery. A 3.00x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion despite of deep engagement of guiding catheter and multiple balloon inflation performed. The device was removed from the patient's body and the stent found to be fractured. The procedure was completed with different device. No patient complications nor serious injury were reported.